Event description:
I have been using the freestyle libre system since (B)(6) 2019. Two days into my current 14-day sensor. I had to remove it due to an allergic reaction to the adhesive. I have puss-filled bumps and severe rashes under the sensor. FDA safety report ID# (B)(4).